Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress and user error of a dual power disconnect were unable to be confirmed through this analysis; however, the reported event of atypical power cable disconnect alarms and low voltage alarms was confirmed via the submitted log files. The submitted files captured multiple instances of atypical power cable disconnect alarms on 10dec2025 due to the relative state of charge (rsoc) voltage dropping below the alarm threshold. Furthermore, multiple instances of power cable disconnect and low power hazard alarms were captured on 10dec2025 due to the rsoc voltages in both power cables dropping below the alarm threshold. The alarms resolved each time a few seconds later when power was restored. No other notable events or alarms were observed, and the system appeared to function as intended. Reported information stated the patient spilled liquid on their ventricular assist device (vad) equipment. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 patient handbook and the heartmate 3 lvas IFU instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas IFU section 7 ¿alarms and troubleshooting¿ instructs users on how to respond to alarms that sound from their controller, including power cable disconnect alarms, low power hazard, and no external power alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas IFU section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient spilt listerine on their ventricular assist device (vad) equipment. One of the affected fault battery clips was taken out of service. The other batteries and clips were working. A couple hours later when transferring from wall power to battery power, the black power cord alarmed for poor connection with fully charged batteries and new clips. Interrogation also revealed double power cable disconnect, which the patient admitted to accidentally double power cable disconnecting. Log files were sent for urgent review to determine if a system controller exchange was necessary. Following review, it appeared that the event log captured a short period of low voltage advisory events while using battery power on (B)(6) 2025 at 0916 through 1020. It appeared to have been from normal battery depletion. There were also low voltage/no external power events on (B)(6) 2025 at 1900 while using the mobile power unit (mpu). It appeared that the mpu lost total power, which enabled the emergency backup battery (ebb) in the controller until power was restored to the mpu. The event lasted about 6 seconds. On (B)(6) 2025 at 1655, the log captured low voltage advisory and hazard events when the white power lead was disconnected, which replied solely on the black power lead to power the controller. The remainder of the log captured random "connect power" events while using battery power. These all occurred on the black power lead.